Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was responsible for non-sustained right ventricular oversensing (nsrvo) alerts received for loss of right ventricular capture. No changes or interventions were reported. The patient condition was unknown.

Manufacturer narrative:
The reported event of failure to capture was confirmed. The implantable cardioverter defibrillator (ICD) was returned for analysis. Review of the device image found that failure to capture occurred but was due to the programmed device settings. The device functioned as expected and according to its programmed settings. Visual, telemetry, impedance, sensing, pacing, and hv output functions were tested with no anomalies found.

Event description:
New information noted the implantable cardioverter defibrillator (ICD) was explanted and replaced. The patient was discharged from the hospital following the procedure.